Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors that were returned. Process evaluation was also performed based off the lot numbers provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacture defects. The product history device records were reviewed based on the lot numbers provided and no abnormalities were found. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the devices. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
The distractors broke after trying to rotate and remove the distractor arms. When the doctor removed the arms out of the patient to begin the consolidation phase the connectors were still attached to the arms. Both distractors were removed and replaced.